Event description:
It was reported that during the implant of both atrial and ventricular leads the physician did not like the way the feel of the leads or the way they handled. It was also reported that the leads had no one to one torque when extending the helix and using slow revolutions to extend the helix it still suddenly extended. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.